Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips were not returned for investigation. Most likely underlying root cause: client is testing with expired test strips (open beyond recommended open time - test strips are still in date).

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Storage of product not provided. Customer provided that they have not had any recent changes to diet, medication, or exercise. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is more than 120 days; test strips expired due to open date exceeding 120 days. The meter memory reviewed for test results performed: (B)(6). Adverse event not reported.